Event description:
Consumer used the flossers and her crown flew right out of my mouth and hit the floor. She had just gone to the dentist and "my teeth were fine I can prove it. This will cost around (B)(6) to fix . "Y¿alls" product caused this and you are responsible. The product is high performance mint flossers 90 count (B)(6) brand." Consumer wanted compensation for her dental bills to fix her crown; the product was not returned.